Event description:
#Medwatcher #(B)(4). Chronic widespread pain, leg pain, hip pain, joint pain, bloating, pelvic pain, back pain, heavy bleeding, periods that would not stop, breast tenderness, hair loss, memory loss, fatigue, muscle weakness, numbness and tingling in my arms and legs, allergies, neck stiffness, bulging dics in neck, balance issues, possible nickel allergy.